Manufacturer narrative:
(B)(4). Correction: the lot was manufactured from 01/09/2012 to 01/13/2012. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was found to be clear without any signs of blockage. Functional testing was performed by filling the reservoir of an infusor device with water and attaching the patient control module (pcm). No signs of air or blockage were observed in the pcm¿s tubing. When the pcm's button was pushed, flow was visually observed at the luer. The reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air inside the line of a patient control module during filling. The reporter stated that the air could not be removed from the line. There was no patient involvement. No additional information is available.